Event description:
It was reported that the 6800 system would not boot up correctly. It was noted that there was no image or xray tone. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. Video pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.